Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs and two segments of digital video depicting a 4fr d/l powerpicc sv catheter. Both photographs depicted the proximal region of the catheter, including the luer adapters, extension tubes, molded joint and a portion of catheter shaft. The distal end of the catheter was also visible. A syringe was attached to the luer adapter. The video segments depicted the catheter being actively flushed. During flushing, leakage was visible emanating from just distal of the molded joint. While leakage was evident in the submitted video segments, inspection of the videos was insufficient to identify the cause of the leaking. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact.

Event description:
It was reported, "a minor female patient, a carrier of a PICC 4 fr bilumen catheter inserted on (B)(6) 2021 in the middle third of the left arm, comes to the PICC program's office to cure the device on an outpatient basis, brings the catheter covered with transparent dressing complete, with the last healing date on (B)(6) 2021, at the time of perform healing and irrigating the red lumen, a rupture of the device is observed between the bifurcation of the catheter and the zero level, white lumen irrigated and does not present leak, which is why I decide to remove the catheter. Replacement of the device is requested due to its failure."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees3101showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "a minor female patient, a carrier of a PICC 4 fr bilumen catheter inserted on (B)(6) 2021 in the middle third of the left arm, comes to the PICC program's office to cure the device on an outpatient basis, brings the catheter covered with transparent dressing complete, with the last healing date on (B)(4) 2021, at the time of perform healing and irrigating the red lumen, a rupture of the device is observed between the bifurcation of the catheter and the zero level, white lumen irrigated and does not present leak, which is why I decide to remove the catheter. Replacement of the device is requested due to its failure."